Event description:
The customer reported hemolysis in some units of rbcs that were undergoing washes on 2991. No medical intervention required as the units were discarded and not transfused. There is no pt or donor associated with a procedure on a 2991. This is a lab processing device only. This report is being filed due to alleged hemolysis that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the service rep checked the device and found that v1 and v2 hammers were loose. He tightened them back within specs. The customer tested three suspected units by spinning down segments of each. Once spun down the spun segments were qc tested for hemolysis and were found to have evidence of hemolysis. All three units were discarded. The fault with the equipment would not lead to hemolysis, according to the engineering tech. The hammers hold the tubing against a post in the closed position and if they were loose they would actually end up closer to the post initially (less gap when no tubing between the hammer and post, so no shear forces or tiny leaks when in closed). In open position, if the hammer is loose and forward a bit it will lead to the tubing not being fully opened, but this would impede a full flow speed, it would not cause shear forces on the cells. The device history record paperwork was outside of the 15 year retention period called out in caridianbct sops and was destroyed. A pdf review was completed for this machine s/n and no mfg related issues were found. There have been no add'l events of hemolysis. Root cause: undetermined; the hemolysis in the units was not likely caused by a malfunction of the device.